Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since apparently brain tissue was resected in a different location in the brain than anticipated and planned with the brainlab navigation involved, which could in a worst case scenario potentially lead to a serious injury of the patient (e.g. To critical brain tissue or blood vessels), and/or to ineffectiveness of critical invasive surgical actions done with navigation. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A cranial surgery for the resection of epileptogenic foci in the left parietal has been performed with the aid of the brainlab navigation software cranial navigation 4.1. A post-operative MRI showed that the epileptogenic foci were still present, and it was the area beneath it that had been resected with the aid of navigation. Further details of the effects on the patient could not yet be retrieved from the hospital, brainlab continues to follow up with the user facility.